Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer confirmed that she has a new pump. Customer was trying to retrieve settings from the old pump that has a button error alarm. Customer was advised that this won't be possible and to contact her health care professional for her settings since she doesn't use carelink.